Event description:
The manufacturer received information alleging off and on using machine caused his blood pressure to rise; grey and black stuff blowing out of his nose related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.